Manufacturer narrative:
Device failure is suspected but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2013, it was reported that a handheld device had an unresponsive screen. The tc attempted to troubleshoot but could not reproduce the issue. The physician alleged that the screen was routinely not responding to touch. Three hard resets were performed, but the error was not seen. The handheld device has not been returned to date.